Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during a supply change, the insulin cartridge leaked inside the chamber, and the patient did not see insulin drops while filling the tubing. The patient indicated that the cartridge may have been overfilled. Education was provided on the correct procedure for filling the cartridge to avoid overfilling, and the patient demonstrated understanding. The patient then filled a new cartridge, restarted the supply change process, successfully saw drops, inserted the infusion set, and resumed insulin delivery. Blood glucose levels were not affected. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.